Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This report of air in tubing was not confirmed and the cause was not identified.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there is air in the line. The technical service representative (tsr) assisted the hp with ending therapy and advised to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.